Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked, rendering the device unusable, and the user reverted to a previous pump while awaiting a replacement. Symptoms included no reported adverse physiological effects and no changes in blood glucose control. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included intake of customer-reported details and review of photographs confirming visible screen damage and inspection of the returned device. Investigation of this device revealed a damaged display component consistent with a broken or cracked screen affecting the user interface, and the device was replaced. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.